Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2025, the patient called betabionics and reported that they received unspecified low cgm readings. The patient stated she did not take a bg meter comparison value prior to taking corrective action for the inaccurate low cgm value. This caused the patient the patient¿s bg level to go ¿really high¿ (no specific value reported) and the patient was hospitalized. The patient could not recall what treatment she received during her hospitalization. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.